Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Retained samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples was tested for needle pull test and found to meet the specification. Needle pull-off test was performed over the retained samples to check the behavior of the swaging process. The average needle pull value of the retain sample met the average in-house requirement. All the individual needle pull-off and knot pull tensile strength values were found to meet the in-house specification requirements. Additional information was requested and the following was received: when the event occurred? Pre-op-before use on patient? Or intra-op-during use on patient while suturing /tying knots? Answer- the suture was detached from needle while opening the pack. Please confirm if the suture detached / separated / pulled off from needle at the swage location. Answer- at the swage location.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the event occurred? Pre-op-before use on patient? Or intra-op-during use on patient while suturing /tying knots? Please confirm if the suture detached / separated / pulled off from needle at the swage location?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture needle joint broke from the swage. There were no adverse patient consequences reported. Additional information has been requested.